Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently miscalculated multiple boluses. Customer¿s blood glucose level was not impacted. Reportedly, customer does not deliver alleged incorrect bolus amount; customer manually calculated bolus value and delivered bolus. Customer continued to use the pump for insulin therapy.